Event description:
A malfunction alarm occurred with a code malf 12, and it was confirmed that there was no adverse impact to the customer's blood glucose level. The customer opted to continue using the current pump as backup therapy. Technical support arranged for a replacement pump to be sent, confirmed the shipping address, and instructed the customer on how to put the faulty pump into storage mode before returning it with a pre-paid label. The customer understood and acknowledged all instructions.